Manufacturer narrative:
No cosmetic damage noted on the pump. Unable to download pump properly and a47 alarms noted in alarm history due to corrupted history files. Pump passed a21 alarm test. No a21 or a17 alarms noted (B)(4).

Event description:
Customer reports of being unable to upload to carelink. During troubleshooting it was found that customer received a signal too low alarm, unexpected restart alarm and spanish anomaly alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.